Event description:
It was reported the PICC wire fractured. (B)(6) 2019- facility reported difficult insertion. Placement unsuccessful. When catheter removed stylet noted to be broken on the end. Facility advised to "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury (IFU).¿

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured wire was confirmed but the exact cause remains unknown. One 5 fr tl powerpicc solo and 3cg stylet were returned for investigation. The label sticker contained lot: recv3327. Use residue was observed on the sample. The catheter appeared to have been trimmed at the 38 cm depth marker. The distal trimmed catheter segment was returned and residual material was present. The 3cg stylet was returned with a broken 48mm distal segment. The broken segment contained multiple kinks in between the magnet locations and had an "s" shape bend. The break surfaces of the stylet showed material deformation consistent with damage cause by kinking. The polyimide tubing was cut in order to measure the wall thickness. The wall thickness was found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement or retraction of the stylet against resistance. Since the returned sample was found to be frayed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC wire fractured. On (B)(6) 2019- sales rep reported difficult insertion. Placement unsuccessful. When catheter removed stylet noted to be broken on the end. Facility advised to "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury (IFU)".